Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. During the phone call, the insulin pump had no button response. The customer stated that the insulin pump gave a button error alarm and she was unable to clear it. The customer declined any troubleshooting and asked to have the insulin pump replaced. Advised the insulin pump would be replaced. Explained the possibility of electrostatic discharge causing the button issue.